Event description:
Info from the field was very limited and indicated only that a cardiologist attempted arteriotomy closure with a techstar xl 6 fr pvs device. At some point both suture and handle broke. Reports indicate that there was no pt injury involved. Reportability was based on investigation of the returned device. The interlock with the lot number was not returned with the device, so a review of the mfg records could not be completed. Inspection of the subject device suggested that the root cause of the failure was a greater than 45 degree angle of insertion. The instructions for use clearly define the correct angle of insertion as 45 degrees or less. When a pvs device is inserted at a steep angle, compression force is exerted on the needle tips. This force could bend the anterior needle tip and cause it to miss the barrel entrance. The steep angle would also immobilize the posterior needle in the barrel, interfering with a successful backdown of the needles to their original position. Needle backdown is a safety feature designed to allow for the safe removal of the device without requiring further medical intervention. Inspection of the returned device indicated that backdown had not been successful in this case. This report is being filed as a product malfunction, even though there is no indication that the device itself was defective in any way, because field reports indicate that there was no pt injury.